Manufacturer narrative:
Product was received on (B)(4) 2014 and evaluated on (B)(4) 2014 by qe and a breach in the transformer housing was discovered. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).product was received on (B)(4) 2014 and evaluated on (B)(4) 2014 by qe and a breach in the transformer housing was discovered. A visual examination of the power supply revealed a loose prong and the transformer housing was breached, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was not plugged in so the voltage across the dc plug was not measures. Resistance across the dc plug was measured at open, which indicates that there is not a short in the dc cord. The resistance across the ac blades measure as 55.6 ohms, which is normal and indicates that the thermal fuse did not blow. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).

Event description:
The customer called in originally to report that one of the prongs fell out of her pump in style transformer. Upon inspection a breach in the transformer housing was found, which is a safety risk.